Event description:
On 3rd june 2025, it was reported by an arthrex's employee via email that an ar-1934bcf-22, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1927bcf-2. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-1934bcf-2, with batch number 15318578, revealed that the distal end was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion, or prying/leveraging the device during insertion.